Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is late loosening of the implants. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: ifuse implant, p/n 7050-100, lot# 493999, mfd. 06 oct 17, exp. 2020-10-06, gtin (B)(4), ifuse implant, p/n 7060-100, lot# 493579, mfd. 16 oct 15, exp. 2020-10-16, gtin (B)(4), ifuse implant, p/n 7045-100, lot# 493897, mfd. 05 may 17, exp. 2022-05-05, gtin (B)(4), ifuse implant, p/n 7045-100, lot# 493997, mfd. 11 aug 17, exp. 2022-08-11, gtin (B)(4), ifuse implant, p/n 7055-100, lot# 494223, mfd. 28 jul 17, exp. 2022-07-28, gtin (B)(4), ifuse implant, p/n 7050-100, lot# 493999, mfd. 06 oct 17, exp. 2020-10-06, gtin (B)(4).

Event description:
The patient had a bilateral si joint arthrodesis in (B)(6) 2018 where three implants were placed on each side. The surgeon determined that the implants may have been loose. The surgeon did not indicate that any of the implants were malpositioned. In (B)(6) 2019, the surgeon removed all six implants and replaced them with larger, and wider, implants of the same type. The status of the patient following the revision procedure is not known.